Event description:
It was initially reported that the patient lost stimulation after one day into the trial from the external neurostimulator (ens), even when the amplitude of the device was increased. Follow up information received from the healthcare professional reported that the patient experienced shocking which caused them pain. On (B)(6) 2012 the patient was given an injection for the pain based on the thought that this was a nerve issue. On (B)(6) 2012 the patient was admitted to the hospital and was noted to be in pain. While as an in-patient, and waiting for a revision, the pain stopped. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).